Manufacturer narrative:
A2-a6) patient information - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. B5/h3) calibration was not attempted due to the number of dead fibers; therefore, unable to replicate the reported complaint. H6) based on the device evaluation and investigation, the cause of the missing epoxy could not be established.

Event description:
A peripheral atherectomy procedure commenced to treat a moderately calcified lesion. A spectranetics elca laser atherectomy catheter was used to treat the patient. During use, the spectranetics cvx-300 excimer laser system displayed an error code, and the catheter could not be utilized. Other methods were used to complete the procedure with no reported patient harm. Upon device evaluation on 12feb2026: visual inspection found a small bump, dead fibers, and missing epoxy at the elca distal tip. This report captures the elca with missing material; potential for harm.